Event description:
Procedure: thoraco/lobectomy. According to the reporter: upon resection of aorta at the position of a1-2b, the tip part of egia45ctab pricked the aorta and it caused the bleeding. The procedure was converted into open surgery and the vessel was pressed by finger. Identifying the part of bleeding and performing the suction, the concerning part was sutured by use of suture product of our competitor for recovery. Then the case was completed. Tissue damage was reported. Total amount of bleeding 4030cc. Transfusion was required. Total amount of transfusion: 4000cc (rcc: 2000cc, ffp: 2000cc). Operating room. Time: 4 hours and 17 minutes. Anesthesia time: 6 hours. It is unknown whether reinforcement material was used. The patient is currently under follow-up.

Manufacturer narrative:
(B)(4).